Event description:
The user facility reported that water from the washer leaked onto the floor. No report of injuries or delays/cancellations.

Manufacturer narrative:
A steris field service technician arrived onsite and identified the reported leak. The steris field service technician inspected the washer and identified misalignment of the drain pipe to the floor drain. The drain pipe was repositioned and secured. The steris field service technician who had completed the installation of the washer will be re-trained on proper installation procedures, specifically proper placement and alignment of the drain pipe.